Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01oct2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) cleared alarm by entering diagnostics mode. Unit powers on normally, ran unit for 30 minutes cycling on/off and unit powers on and cycles normally on alternating current (ac) and direct current (dc) power. The unit successfully passed the required performance verification test.

Event description:
The customer reported error post timer/24v failure. There was no patient involvement.